Manufacturer narrative:
(B)(4). Evaluation summary:the device was recieved for evaluation. Functional leak testing identified that leakage was observed under where the clear film wrap is located on the bladder. The cause of the leak was a hole of unknown origin. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in a ce infusor sv 2 at the end of infusion with fluorouracil. The customer reported seeing an unspecified number of milliliters of solution inside the housing, between the bladder and reservoir, upon removal of the device. A patient was involved, however, there was no patient injury reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.